Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited loss of capture. Additionally, fluoroscopy revealed that the lead had dislodged. The lead was removed and replaced. The patient was stable.